Event description:
It was reported that the colonovideoscope had incompatible scope (e315). The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.